Event description:
It was reported that the patient was externally shocked for ventricular tachycardia (vt) outside of the programmed detection zone after having arrested. The patient was apparently pulseless for some time. T-wave oversensing (twos) was subsequently observed on the right ventricular (rv) lead. The lead was reprogrammed to resolve but was subsequently turned off after the patient was transferred to another site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) was identified on non-sustained ventricular tachycardia (vt) episodes.